Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the ion-selective electrodes (ise) seals were leaking, which were replaced. The cse cleaned the ise unit and checked for the kinked tubings and blockages and discovered that the ise mixer motor was noisy. In a follow-up visit, the cse dis-assembled the ise unit to service and replaced the ise pulse motor and rotor. The cse also replaced the sodium electrode. The calibrations and quality controls were within acceptable ranges. The cause of the discordant, falsely low sodium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium results were obtained on two patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 2400 instrument, resulting higher. The repeat results from the alternate advia 2400 instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.